Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was seen 2 weeks ago, lives with significant others. Caller reports significant other indicated a redness about a year ago. Caller believes patient might had an internal infection which than tracked to ins. Patient has a few spots that is abscess and draining. Caller reports patient was also asked about urinary infection. Caller do not know who the managing physician or when the infection started.